Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were feeling a fluttering sensation where the implant was located. Patient said they were at their healthcare provider (hcp) office this morning for a recheck and they already went through all of this, but they were worried because they could feel the sensation in the implant itself, but now they don't have that feeling anymore. Patient was redirected the patient to their hcp to further address the issue. Patient reported stimulation in different location.